Event description:
It was reported that the cartridge was not snapped in on the pump. Customer's blood glucose level was 138 mg/dl. The customer snapped cartridge back in and was able to successfully continue insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.